Manufacturer narrative:
Software is installed at the facility. Reports received from the same facility: (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in (B)(6) where endopro iq has a reported defect in the system that allows doctors to make additional entries after using the print function, but the newly entered values are not saved within the online report. Additionally, the physician names are not being loaded into the report correctly. The event involves pentax medical software endopro iq , version (7.8.16297.0). If the report is not displaying the correct information, the physicians could potentially have a hard time locating records in the system and this may have adverse effects in terms of clinical decision making. Manual verification confirmed 40 impacted cases. Manual verification is ongoing at this time. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4) submitted a medical device adverse event reporting form to the health sciences authority (hsa). Pentax medical singapore, the manufacturer, and customer it support team are currently investigating this reported event.